Event description:
It was reported that during a da vinci colon resection procedure, the endowrist one vessel sealer instrument would not seal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2015, intuitive surgical, inc. Obtained following additional information: the vessel sealer instrument was not activated, it never released energy. The sealing cycle was about 10-15 seconds and there was no smoke coming out and there was no energy. There was no tissue effect. The surgeon did not use the cut function of the instrument. There was no patient injury and the procedure was completed using a new vessel sealer instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to replicate the reported complaint. The instrument was inserted on an in-house system and it passed self-check. Electrical continuity testing was performed and it passed. The instrument passed the grip force and jaw gap inspection tests. The conductor wire was no damaged. No other damage was found. This is a follow-up MDR report with device evaluation results.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument not able to seal, could likely cause or contribute to an adverse event, if the malfunction were to recur.